Event description:
It was reported that a patient¿s pump reservoir went empty and the patient experienced ¿a lot of pain¿. The pump was replaced by the hcp. The device system was used to deliver compounded bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2011-(B)(6), product type catheter. (B)(4).